Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1-a4: patient information is not available. H3, h6: no parts returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon drilled the t3 screw trajectory. The control scan showed drilling medial over the spinal cord. The navigation trajectory looked accurate. All other screws placed according to the plan. The t3 vertebra was aborted. The procedure was delayed an hour or longer. The first 24 hours after the surgery, the patient experienced mild symptoms in the leg, however the patient fully recovered before leaving the hospital.